Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. The vns was disabled. X-rays reviewed by the manufacturer identified two gross lead discontinuities. Lead revision surgery has been scheduled.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed two gross lead discontinuities. Device failure occurred, but did not cause or contribute to a death or serious injury.